Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that prior to implanting the implantable cardiac monitor (icm), noise was confirmed. It was suspected that an electrode on the vector check measuring tool was fractured. The icm was not used and a different icm was implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.